Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient unpaired the transmitter with the other receiver. After re-pairing transmitter with the new receiver, issue persist. Advised patient to start a new sensor and a new transmitter. The issue was resolved as the patient was successfully able to pair the new transmitter with the new receiver. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The pairing and functional testing could not be performed because of the transmitter had no voltage. A review of the downloaded receiver log did not confirm the reported event of loss of connection. The customer complaint could not be confirmed because it could not be determined if any loss of connection occurred on the date of event. The root cause could not be determined.